Event description:
An operative services director reported that an intraocular lens (iol) was difficult to fold in the iol delivery system cartridge. It was reported that the surgical incision was widened during the procedure. Additional information has been requested.